Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a broken connection between the cylinder and pump. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders found wear at the folds in the middle of the cylinder bodies with leaks and broken fabric threads present. The pump underwent functional testing did not pass within product specifications for the testing. The reservoir showed no signs of damage or leaks. Based on the information available and analysis results, the product analysis could not confirm the reported event of the broken connection in the tube because it was not returned; therefore, the conclusion code of cause not established was chosen.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a broken connection between the cylinder and pump. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.